Manufacturer narrative:
A3b) patient gender; not available from facility. H3) the lld ez was discarded, thus no product investigation was performed. H6) per IFU, perforation is listed as a potential adverse event with use of lld devices. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) lead due to non-function and fracture. A right atrial (ra) and left ventricular (lv) lead were present within the patient, but were not targeted for extraction. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 16f glidelight laser sheath, advancement was made to the tip of the lead, and the lead was freed. However, the patient's blood pressure dropped and a pericardial effusion and rv perforation was detected. Rescue efforts began, including a pericardiocentesis. The patient stabilized with no further intervention required. The patient survived the procedure. This report captures the lld ez providing traction to the rv lead when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.